Event description:
It was reported that there was a malfunction resulting in allegation that the inspired co2 high. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The ez-change valve assembly was replaced to resolve the issue. Block a: no patient information to date after requests (B)(6) 2025. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.